Manufacturer narrative:
This report is submitted on october 1, 2019.

Event description:
Per the clinic, the patient experienced a dislodgement of the internal magnet following an MRI scan (1.5 tesla). It was reported that patient's head was wrapped per the manufacturer's guidelines. Following the MRI, it was reported that the physician was able to manually manipulate the magnet back into the implant pocket; however, the patient experienced pain at the implant site at the magnet site. Subsequently, a minor revision was performed (date not reported) to replace the internal magnet; however, the replacement was reported to have dislodged as well. Revision surgery to explant the device is scheduled; however, yet to occur, as of the date of this report.

Manufacturer narrative:
This report is submitted 17 february 2020.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2019. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted december 10, 2019.